Manufacturer narrative:
Concomitant medical products: product ID: b i71000112r, serial/lot #: rev. 5 : s/n (B)(4). A representative went out to the site to preform system check out. It was reported that they found the image acquisition system (ias) computer not booting up. Once they replaced the computer and reloaded the file the system was operational. The computer was returned and analysis was completed. They noted that image acquisition system (ias) computer failed bench testing and the system application and os did not load. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was not booting up properly. The radiation symbol was not connected. This was discovered prior to the case during start up. There was no patient involved. Additional information was received and it was reported that the imaging system was stuck in initializing please wait for over 5 minutes today while booting up. The system was rebooted connected and disconnected and it did not resolve the issue. There was no patient involved. Probable cause to be the image acquisition system (ias) computer, and the key was not in the off position.